Manufacturer narrative:
Investigation description. Problem statement. The customer reported device non-functionality, including failure to power on and the presence of system alerts (including alert 57), indicating a potential internal failure. Device condition upon receipt. The device was received with the housing seal partially opened and mechanically compromised, representing a breach of the device¿s environmental protection barrier. This condition indicates potential exposure to external contaminants such as moisture, particulates, or other environmental agents. The unit failed to power on when placed on the charging pad, confirming a loss of normal electrical functionality at intake. Investigation summary: root cause analysis. The combination of a compromised housing seal, internal particulate contamination, widespread corrosion, and fluid residue confirms that the device experienced significant environmental ingress. The failure mode is attributed to environmental exposure (fluid and particulate ingress) and is not indicative of an intrinsic manufacturing or material defect. Conclusion. The device exhibited clear evidence of compromised environmental sealing, resulting in fluid and particulate ingress. This led to extensive internal corrosion, contamination, and electrical damage, rendering the device non-functional. The reported customer complaint is confirmed. The failure is attributed to environmental damage rather than a product defect. Final disposition: scrap. No further corrective action at the hardware level is recommended.

Event description:
It was reported that the user received recurring alert 56 on the ilet, was instructed to perform force restarts and bluetooth resets, and after multiple restarts the alert cleared; during the event the user¿s blood glucose was 255 mg/dl without symptoms, and the issue was characterized as a device restart/malfunction consistent with excessive host resets with a potential circuit board involvement. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a failure-to-power-up/restart behavior consistent with excessive host resets and a potential circuit board issue, with consideration of a new or unknown interferent. It was concluded, based on previously established findings for similar reports, that the cause was that a device problem could not be excluded. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.